Event description:
Caller reported experiencing occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Initially, actions were taken to troubleshoot the occlusion by disconnecting and reconnecting tubing and delivering bolus doses, but the issue persisted. And the customer reverted to an alternate method of insulin therapy.